Manufacturer narrative:
Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Part not returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver became damaged when the surgeon took the instrument out to reposition the screw. There was no impact to the patient outcome and less than an hour delay due to the reported issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.